Event description:
As reported: "a screwdriver broke during a screw extraction."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.